Event description:
It was reported to boston scientific that a cre wireguided dilatation balloon was used to dilate the large intestines during a procedure on (B)(6), 2010. Patient information including age, date of birth, gender and weight are unknown. According to the complainant, during the procedure the balloon successfully inflated to 9mm however when inflated to 10mm a pinhole was noted in the balloon. The complainant stated that the balloon did not burst, and that no pieces detached inside the patient. The procedure was completed with another cre wireguided dilatation balloon. This event has been deemed a reportable event based on the investigation results; balloon torn longitudinally. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be good.

Manufacturer narrative:
(B)(4): preliminary investigation result. A search of the complaints database for lot 13105218 was performed and concluded there were no previous complaint filed for this lot. Visual examination of the returned complaint device revealed a longitudinal tear in the balloon portion of the device indicating the balloon had burst. This is not consistent with the event originally reported by the complainant that the balloon had a pinhole. There was no damage noted on the catheter of the device. The most probable root cause for this complaint is operational context, this failure occurs when procedural factors encountered limit the performance of the balloon (e.g. Sharp exterior sources).